Event description:
It was reported that the patient's device "hadn't worked properly" and had "problems." The patient stated the device worked for a couple hours and then she needed to urinate. The hcp did not think there was an issue with the unit and advised the patient to drink less fluid. The hcp also put the patient on medication to dry up the smooth muscle. It was noted that a new power plant and towers were being built near the patient's house.

Event description:
Additional information received reported that device interaction was minimal and the patient was doing fine with the therapy.

Manufacturer narrative:
(B)(4).